Event description:
Bpm's are garbage. Insurance provided him with 2 of the same bpm's. He replaced the batteries, but the machine still doesn't work properly. He took his bp and the machine stated his bp was low, so he went to his doctor to find our his bp was actually high. He was so upset that he threw one of the monitors in the trash.